Manufacturer narrative:
All available information was investigated, and the reported leak/splash and reported material split, cut or torn (damage) were not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported leak/splash (loss of fluid) and reported material split, cut or torn (damage) of the hemostatic valve cannot be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a leak and damaged material it was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3. The steerable guide catheter (sgc) was prepared per the instructions for use (IFU) and was inserted without issues. However, after removing the dilator, a loss of fluid column occurred. The physician suspected the hemostatic valve became damaged when the dilator and wire were removed from the sgc at the same time. Due to the loss of fluid column, air entered the sgc and additional aspiration was required. The sgc was then removed and replaced. One clip was then deployed, reducing mr to a grade of <1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.